Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Result of investigation: vyaire medical was unable to reproduce the reported issue unit stopped running on patient, vent inop light came on." During bench testing. Unit was hooked up to a known good ac power source, a patient circuit and a known good o2 source. Ventilator passed 166 hrs. Of extended test without any power issue or unusual alarm condition. Performed several power on/off, vent passed with no issues. Vent was docked to a docking cradle, external power led and battery charging status lit. Passed initial final test and initial alarm volume test with no restriction. The unit was opened no anomalies was found. However during bench testing ventilator alarmed "service soon" this condition of the ventilator causes the vent to reset the usage hours to zero. Further investigation reveals a non-conforming main board was causing the vent to alarm config (configuration) reset and service soon alarm. As a resolution main board was replaced and process the ventilator through service.